Event description:
It was reported that a pt's pulse generator could not be communicated with, so the pt was scheduled for battery replacement surgery. A battery life calculation performed by the manufacturer resulted in a negative valve indicating that the generator was indeed at battery end of service. During the procedure, the pt's generator was replaced and high lead impedance was obtained. The full system was then replaced and good diagnostic results were obtained after this. Multiple good faith attempts have been made with explanting facility for the return of the explanted products, however, to date no replies have been received.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.